Event description:
It was reported the patient never had therapeutic effect. It was reported the patient had a successful trail but since then the patient had had issues with "terrible headaches and double vision for 6 months." The patient's catheter was revised and repositioned from t6 to t11 but was still not receiving pain relief. A catheter dye study was performed and everything was "normal." The patient had been on oral medications for 2 years now. Options had been reviewed about explant or leaving the pump in place and filling with preservative-free normal saline (pfns). Minimum rate mode and pump off mode were also discussed. The device system was used to deliver morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2006-(B)(6), product type catheter, product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type. (B)(4).

Event description:
Additional information received reported that the healthcare provider filled the patient's pump with preservative free normal saline (pfns) and programmed the pump to minimum rate. It was then later reported on (B)(6) 2012 that the hcp was planning on stopping the pump completely. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).